Manufacturer narrative:
The reported 7x20mm biosure regenesorb screw, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke during insertion, it was also reported that the driver used to insert the screw had a damaged tip. An exact root cause cannot be determined with confidence without the return of the screw and driver; however, factors that could have contributed to the reported event include: using a damaged driver. Excessive force placed on the screw during insertion. Using the screw in a procedure not indicated for use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure they had an issue with implanting biosure regenesorb interference screw, 7 mm x 20 mm. When implanting an autograft quad tendon with bone block in the femur and approximately 75% insertion into the femur the screw snapped. They opened another 7 x 20 to use for the femur again, dr. Amin examined the interface between the screw and driver and noticed that the driver sat a few millimeters short of the tip. Dr switched to a second straight tip and noticed it was similar to the previous driver tip. They found a flexible driver and attempted to have the physician switch before screwing in the second 7x20, however he continued with the same result from the previous screw. He had us open a 6 mm x 20 mm biosure regenesorb and we used a flexible screw driver, he was able to get the screw down to where he wanted it. The flexible driver was able to fully seat within the screw. The procedure was successfully completed with no significant delay and no additional bone holes were required. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.